Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The reported product number is unknown. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the biomed had arctic sun device with note stating outlet control temperature (t2) was not reading. End user tried another cable that was working on another device, but it did not resolve the issue. Explained outlet control temperature (t2) did not come enabled from the factory. Checked and it was enabled, however. Plugged simulation key into outlet control temperature (t2) and it reads 38.9c (39c key). Flexed cable and it decreased by 1c briefly. Explained it might have been an issue with the patient probe as all seems to be working now.

Event description:
It was reported that the biomed had arctic sun device with note stating outlet control temperature (t2) was not reading. End user tried another cable that was working on another device, but it did not resolve the issue. Explained outlet control temperature (t2) did not come enabled from the factory. Checked and it was enabled, however. Plugged simulation key into outlet control temperature (t2) and it reads 38.9c (39c key). Flexed cable and it decreased by 1c briefly. Explained it might have been an issue with the patient probe as all seems to be working now.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The reported product number is unknown. The UDI number for this product is not available. Correction: d. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.